Event description:
A patient reported, that they had their spinal cord stimulation removed, due to infection. Patient's healthcare provider reports, that the patient had a st. Jude device that was explanted on (B)(6) 2012. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).